Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a 15 units of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve where the customer reported that the tubbing is clogged. There was a delay of 2 hours before the administration of a new bag of pemetrexed for the patient. The incident occurred during the administration of pemetrexed to the patient, there were no adverse events, no one was harmed, there were no defects noted prior to the incident with the device and there was no foreign body in the tubing.

Manufacturer narrative:
The device was received for evaluation on 10/23/24. No visual damages or anomalies were observed. The cracking pressure of the sample was tested, and no flow was confirmed through the valve. Once pressure was increasing more than specification a flow through the valve was observed. Complaint of no flow / can't prime / difficult to prime can be confirmed. The probable cause is due to manufacturing error from third party vendor issue. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.